Manufacturer narrative:
The customer tried to run the unit after the case to test it and it would not operate at all in forward. It ran in reverse normally. The field service rep (fsr) verified the pump would only operate sporadically in the forward operation, but it would operator normally in reverse during his troubleshooting for the repair. This complaint was confirmed by the field service rep (fsr). The fsr installed a new pump driver/power printed circuit board assembly (pcba). The fsr reassembled the roller head and completed full testing using the base. The unit operated to MFR specs and was returned to clinical use. The suspect pump driver/power pcba was sent to the MFR for further eval. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump stopped. The customer tried to restart the pump and it would not start. The roller pump was being used as vent pump. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(4) 2013; there were no indications of issues with the pump during set-up or prior to the pump stoppage. The perfusionist (ccp) heard a thump and then noticed the pump had stopped. The pump still had power, as the display was illuminated, but the pump would not turn. After not being able to get the rollers to rotate, the ccp elected to change out the pump and replace with a spare 8000 roller pump. With troubleshooting and change out, there was a loss of venting of the heart for about two minutes. The ccp stated there was no harm observed during or after the procedure and the pt was weaned from cpb without issue.